Event description:
It was reported that there was noise and a high v-v counter. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the impedance trend on the rv (right ventricular) pacing lead was variable.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.